Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. The results demonstrate the potential for incorrect characterization of couch values, which would lead to incorrect table movement when using couch move assistant (cma) feature in mosaiq . This is a result of the machine characterization (mac) file, which is instrumental to the correct operation of mosaiq and the elekta linac, being input incorrectly. An important field safety notice (371-01-msq-011) has been released from the 30-jun-2017, to all customers. This contains instructions for a verification tests customers must preform to ensure the mac file is correctly installed. The elekta recall reference for this action is fca-ims-0024.

Manufacturer narrative:
The manufacturer's preliminary investigation has confirmed that the inversion occurred during the use of cma and in the vertical axis only. A review of the mosaiq configuration has identified the table was not correctly configured. On the 26th may 2017 the characterisation of the system has since been updated by elekta. The table moves have been fully tested and the machine returned to clinical state following the updates.

Event description:
The customer reported that the table shift in the vertical direction was inverted (moved the opposite direction to that expected). Incident occured: (B)(6) 2017.